Manufacturer narrative:
Device eval summary: device eval of monitor 07049735 is complete. As received, the monitor was fully functional and able to detect and treat a pt. Electrode belt sn (B)(4) has not yet been returned to the MDR. Device eval of the belt was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: electrode belt sn (B)(4) - 01/01/2012 (reuse). Add'l manufacture narrative: zoll engineering eval concludes that the reduced energy of the second pulse is likely related to the relatively high pt impedance (903 ohms). The root cause of the high pt impedance was unable to be positively identified but was likely associated with CPR attempts on the pt.

Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015. Prior to passing, the pt received two defibrillation shocks. The lifevest detected and arrhythmia at 09:41:54. The pt's ECG strips show asystole with CPR artifact prior to the arrythmia detection, and tactile artifact at the time of arrythmia detection. The first defibrillation pulse was delivered at 09:42:08. The rhythm at the time of the treatment was tactile artifact. The post shock rhythm was tactile artifact. The pt received a second defibrillation at 09:42:33. The rhythm at the time of treatment was asystole with tractile artifact. The lifevest was removed at the time of the second treatment, and as a result, the ECG strips following the treatment were not available. The pt's flags show that the second defibrillation delivered a reduced energy pulse. CPR and tactile artifact contributed to the false detections. The pt was reported to be unconscious at the time of the event. The pt passed away the day while in the hospital. The response buttons were not pressed during the entire event.